Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Sister bought a new meter for the customer. Product is working as designed. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer in a follow-up calls in order to ensure the customer's condition since the initial call; per follow up on (B)(6) 2017: patient is currently being pumped with IV fluids and sister sharon states that she does look better but still not quite herself. Initial reading at hospital was over 600 mg/dl and 3 hours from initial time of call, she is over 400 mg/dl. Per follow up on (B)(6) 2017: condition has improved. Customer is no longer experiencing symptoms. She was hospitalized on (B)(6) 2017 and is still there today with possibility of being discharged tomorrow, (B)(6) 2017. Customer states that doctor said she had high glucose levels and that her enzymes were out of control.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. (B)(6), sister, is calling on behalf of the customer. The customer is concerned with the result of 553 and 586 mg/dl non-fasting. The expected fasting blood glucose test result range is 110 to 120 mg/dl. The customer did report symptoms of shaky, increased thirst, increased urination, blurred vision, shortness of breath and increased fatigue. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2017 a blood test was performed non-fasting by the customer and produced test results of 586 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 5/29/2018 and open vial date is today (B)(6) 2017. The meter memory was not reviewed for previous test result history. Caller was initially calling just to ask what she should do next. (B)(6), the user had lost a meter about a month ago and had not been testing since losing it. (B)(6), the sister placed a (B)(6) call to her sister this morning and could see that something was wrong with her sister just by looking at her. She immediate went to the nearest pharmacy to get her sister a meter. When she tested her sister, she got a reading of 553 mg/dl while not fasting. (B)(6) then called us to see what she needed to do next. I started suggesting that (B)(6) follow her physician's order for when she gets a high reading but that since this had never happened to her before, she was not sure what to do. I asked if she used insulin and I was told "no". I then asked (B)(6) to run another test and got a reading of 586 mg/dl within 10 minutes from initial reading of 553 mg/dl. I then told sister that since the user did not feel well and since the number was increasing, I did not feel there was time to waste calling her physician and to call 911 immediately. I stayed on the line with the user while sister called for help. Medics arrived and without taking a glucose reading took the patient to (B)(6) and sister followed.